Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: battery depletion-normal

Event description:
It was reported the patient came to the hospital by emergency services with asystole and bradycardia. There was no pacing, and the device showed eol (end of life). The device was replaced and the patient's status after the replacement was reported as "ok".